Manufacturer narrative:
Results: the cat6 distal shaft was kinked from approximately 127.0 to 135.0 cm from the hub. The cat6 was damaged and, therefore, could not be functionally tested. Conclusions: evaluation of the returned cat6 revealed that the distal shaft was repeatedly kinked. If the cat6 becomes damaged during preparation or the peel-away sheath is not properly utilized the device may become damaged likely contributing to resistance. If the device is forcefully advanced against resistance, further kinks may occur. The root cause of the initial resistance could not be determined. The non-penumbra wire and non-penumbra 6f sheath identified in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure for a femoral popliteal bypass graft using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to introduce a cat6 over a wire into a non-penumbra 6f sheath using the peel away sheath, the physician kept feeling resistance; therefore, the cat6 was removed. Upon removal, it was noticed that the tip of the cat6 was compromised. The procedure was completed using a new cat6 and another 6f sheath. There was no report of an adverse effect to the patient.